Event description:
It was reported that the right ventricular (rv) lead was unable to unscrew from the ventricle, and therefore it was not possible to withdraw the lead. As a result, the rv lead was cut, and a sheath was used to slowly withdraw the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, and analyzed. A proximal portion was received measuring 8 cm. A distal portion was received measuring 52 cm. The helix of the lead was extrinsically compressed. Visual summary analysis of the lead indicated damage at implant.